Manufacturer narrative:
The technician found a broken bed exit external alarm box. Per the hill-rom user manual, warning: the bed exit alarm is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The technician replaced the bed exit external alarm with housing to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed exit audible alarm is not functioning. No pt injury reported.